Event description:
The pt reported a revision of her left knee. The identification of the catalog number and lot number of the device revised is unk. Only by description was it determined to be a tm monoblock tibia.

Manufacturer narrative:
At the present time very little info is known about this event. Should add'l info be provided to further this investigation, this report shall be updated.